Event description:
Customer reported the monitors will not come on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and video controller. System operates as intended.